Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of our table 720001b0 - meera EU without auto drive. As it was stated, during a hysterectomy, the operating table became stuck at 23° in the trendelenburg position. A potential hemodynamic risk for the patient was stated. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely inability to position the table during procedure, was to reoccur.